Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon was caused by corrosion of the electrical contacts of the video connector socket. Omsc could not review the manufacturing history (DHR) of the subject device because more than fifteen years had passed since the subject device was manufactured and there was no record. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that this phenomenon was attributed to corrosion of the electrical contacts of the video connector socket. The exact cause of this corrosion of the electrical contacts of the video connector could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus service operation repair center (sorc), it was found that the endoscopic image was not displayed on the monitor by noise. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.